Manufacturer narrative:
The patient/family (a1) was the initial reporter (e1), so personal information was not entered. No information was captured in sections a4 as the customer's weight was not provided. The customer did not provide the product details for microlet® lancets. Therefore, no information was captured in sections d4 (model #, catalog #, lot #, expiration date, and UDI#), and h4 (device manufacture date).

Event description:
The customer reported that one of the microlet® lancets was received without its protective cap. There has been no allegation of a needlestick injury or any other associated adverse event. The customer returned the device to walgreens. A follow-up call was conducted with the walgreens health care professional, who was advised to return the device for evaluation. A replacement meter kit was sent to the health care professional.